Event description:
It was reported that the patient experienced phrenic nerve stimulation and arrhythmia due to loss of right ventricular and left ventricular synchrony. Diagnostic imaging was performed and the left ventricular (lv) was confirmed to be dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.